Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided

Event description:
Additional information indicated that the system exhibited another high out-of-range (oor) shocking lead impedance (sli) measurement which was detected via the remote patient monitoring system. At this time, no further information is available and records indicate that this system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurement. The patient is refusing to come to the clinic for troubleshooting so there is no further information available at this time. There were no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited additional high out of range shock impedance measurements. This ICD was later explanted to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The rv lead remains in service. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.